Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue resulted over one hour procedure delay.

Manufacturer narrative:
The software was analyzed through design analysis. It was indicated that the behavior described in the reported event is the intended behavior of the software and that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient age and gender updated. Correction: medtronic later received information that the reported issue occurred on (B)(6) 2019 and not (B)(6) 2019 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the surgeon did not switch to plan then revert to navigate in the application software. It was reported that the plan switched spontaneously while in navigate.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. The procedure included two plans, one for each side of the patient's head. The site was focused on the second plan and then went back to the plan task in the software and selected the second plan there as well. The site went back to the navigate task and began navigating in guidance view, but then went into the ventricle. The site expanded the view and saw the software had switched back to the first plan, so guidance view was targeting (the ventricle) instead of the target for the second plan. The issue resulted in the surgeon being off. Technical services indicated that the software will always default to the first plan when tasks were changed. When entering navigate, the panel to the right closes, so one cannot see which plan was selected or the distance to plan metric. The patient was affected. The procedure was completed without aborting imaging or navigation. No further complications were reported/anticipated.